Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. The director of respiratory therapy at the facility advised that, "it was running on a pediatric resident set on 50% fio2, but the analyzer was only reading 40% and the resident had a desaturation episode because of it. The rt hit the o2 flush button and the fio2 remained analyzed at 40%, it would not move." The patient survived the reported event, however, they experienced desaturation as a result of the reported issue which required medical intervention to prevent permanent impairment/damage to the patient. No further details were provided. (Please note: the patient's actual weight is 18.4 kg, however, esub only allows whole numbers, not decimals.).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be duplicated. However, during testing ventec did observe that the device provided higher fio2 readings than expected and that it was unable to maintain peep (positive end expiratory pressure). Ventec replaced the device¿s internal flow transducer (ift) to resolve the observed issues. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it¿s reasonable to conclude that due to the issue with the ift, the device may not have been able to consistently maintain desired fio2 levels, resulting in the observed high fio2 and potentially causing the reported low fio2. The investigation determined that the cause of the reported and observed issues was the ift.